Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system. Customer tested a patient sample for accutni and obtained a result of 0.70 ng/ml. The erroneous result was reported outside of the laboratory. The sample, when re-tested on the same instrument on the same day and next day, gave 2 results of 0.03 ng/ml. Upon repeat on a different instrument, it gave 2 results of 0.04 ng/ml. It is unknown if there was an effect to patient or user with regards to this event.

Manufacturer narrative:
Sample was collected in lithium heparin tube. The latest system check was performed in 2009 and all results were within specifications. Qc was recovering +/- 2sd of established mean prior to and after the event. A field service engineer (fse) was on-site 01/28/2009 and no hardware issues were found. The customer has not reported any further events to date. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.